Event description:
It was reported that patient does not patient has inserted into scar tissue on (B)(6) 2026, which is considered as misuse, this resulted in elevated blood glucose levels that was managed with self-administered insulin via multi daily injection therapy.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.